Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor passed the motor test. After testing it was concluded that the device operated within specifications. The device had broken belt clip slot, cracked battery tube threads, reservoir tube and lip, scratched screen and case.

Event description:
The customer reported being in the emergency room with high blood glucose and he was treated with an insulin drip. The customer experienced lightheaded and short of breath. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were incorrect; assisted the caller with correcting. The customer mentioned getting motor error alarms. While testing, the caller stated that his glucose level went up to 500mg/dl. Reviewed the alarm history and found several alarms. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.